Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the extract transform load was delayed. A technical support specialist (tss) dialed into the server, connected the data base, verified the value and disabled the etl. The tss then enabled the etl, ran it manually and restarted the job scheduler services to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that a bd pyxis¿ es server, the extract transform, and load (etl) process were delay and data had not occurred on server. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server, the extract transform, and load (etl) process were delay and data had not occurred on server. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.